Event description:
During refractive surgery using an alk blade, a bilaminar flap was observed. The flap was repositioned back on the cornea and the surgery was aborted. Subsequent info indicated that the pt is doing fine and that the visual acuity is 20/25 uncorrected.